Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in-clinic. Upon examination, the pocket of the patient's pacemaker was found to be eroded. A test of the pocket revealed an infection of gram bacteria. The pacemaker, right atrial and right ventricular leads were explanted on (B)(6) 2021. The patient was stable throughout.